Manufacturer narrative:
Returned therapy cable failed inspection due to delamination. Additional testing of the therapy cable could not be performed and was assigned for rework. Return monitor passed isl but failed eit which is a failure identified during reprocessing and identifies the calibration step fail, unrelated to the reported issue. The reported service error code is likely due to a hardware wiring failure (open or short) within the therapy cable. Cable damage/breakage due to field stress and usage is anticipated as an occasional occurrence. Will continue to monitor and trend service code issues for failure modes.

Event description:
Patient called in to report service error code. There was no patient injury or adverse event. However, the service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.